Event description:
It was reported that following a fess, turbinate reduction, and septoplasty, the doctor cut the nasal dressing into two pieces (length wise) for use on both sides of the septum. The first half was able to be inserted, but the second half of the dressing could not be easily inserted. After several attempts with various instruments to insert the dressing into the correct anatomical space, the doctor medially sutured the septum to create a large enough space for the nasal dressing to be inserted before completing the surgery.

Manufacturer narrative:
The product, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject product and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the product in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest the product did not meet product specifications upon release into distribution.